Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6) 2011. According to the complainant, during the replacement procedure on (B)(6) 2012, when the physician was attempting to remove the placed device, the internal bolster detached and fell into the patient's stomach. The detached bolster was retrieved endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6), 2011. According to the complainant, during the replacement procedure on (B)(6), 2012, when the physician was attempting to remove the placed device, the internal bolster detached and fell into the patient's stomach. The detached bolster was retrieved endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device revealed feeding and medication ports to be closed. The c-clamp was found to be closed. The external bolster was located at the 3.5 cm mark and was without issue. The y-port was without issue. The internal bolster was found to be torn and separated from the device. Remnants of the bolster remain on the end of the tubing. The distal end of the tubing presented no tearing. An examination of the internal bolster found the inner diameter surface to be torn and presented evidence of failure while undergoing shear force. There were no voids or defects found in the internal bolster that might have contributed to the failure. The tubing and internal bolster did not present evidence of material degradation during implantation. The returned unit was consistent with the complaint incident that the bolster detached/separated. It most likely detached due to excessive force being used during the removal of the device. Therefore, the most probable root cause is operational context. A DHR review of lots 14481771 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot 14481771.